Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: b5, d8, e2, e3, g2, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the phenomenon did not reoccur, the following possible causes of no video response can be surmised: temporary communication failure occurred because a foreign material was adhered to the connector pin. Temporary malfunction of the subject device. Defect in a connected device. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The image test passed. The unit was burned-in for more than 8 hours and no abnormalities were noted. Although it should be noted that the rear packing was peeling and the rear cover label had faded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported, the 4k autoclavable camera head would not produce an image. Additional questions concerning this event and patient outcome have been sent to the customer, but no responses have been received at this time. However, there was no patient harm or consequence reported as a result of this event.